Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6), 2023. Fiducial markers were placed transperineally prior to injection. The procedure was performed with local anesthesia. Magnetic resonance imaging (MRI) was performed and showed that the patient has hydrogel in the anterior rectal wall. The patient has begun experiencing unknown symptoms.